Manufacturer narrative:
The pump, s/n: (B)(4), was received. The pump could not be tested as it was received in a damaged condition and the front case was cracked. However, the power cord was received and had evidence of damage and was worn out due to use overtime. The reported issue was confirmed. The device was manufactured in 2013 and this the first time that this serial number was returned for service. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device power cord is burnt.